Event description:
An attempt was made to use the device on a pt described as in pulseless tachycardia. After opening the lid and turning the device on, the device allegedly turned off unexpectedly and could not be turned back on. Another lifepak cr plus defibrillator was made available and used. A total of 14 automated ECG analyses were performed with no shocks advised. A lifepak 20 defibrillator/monitor was subsequently used to administer a shock to the pt. The pt was not resuscitated.